Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly caught on fire. There was no report of patient harm or injury. Despite the three attempts to have the device returned for evaluation and investigation were unsuccessful. The reporter of the event stated there is no evidence or presumption that the incident occurred at the patient's home was a malfunction of the device. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.